Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to a prosthetic loosening with screw breakage on (B)(6)2025.no questioning of the equipment by the surgeon.the implantation date was on (B)(6) 2024, revised for a first time on (B)(6) 2024.a cup, a glénosphère, a métaglène and a post extension were explanted.a cup, a glénosphère, a métaglène and a post extension were implanted.